Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side rupture and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, crease fold, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identified one sharp crease in the radius side and stress marks. Based on the device analysis the final assessment is: a sharp crease in the radius side due to a fold flaw opening.

Event description:
Healthcare professional reports a left side rupture and pain. The device has been explanted.